Event description:
It was reported that, "the patient came into doctor office in (B)(6) 2011 complaining of pain. He had not followed up with doctor for quite awhile. An x-ray revealed a loose acetabular shell. During surgery it was noted when the shell was explanted there was no bony in-growth. A tritanium cluster shell was implanted as replacement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.